Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an act button not responding due to flattened button dome switch. Insulin pump had no blank display or missing segments noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.